Manufacturer narrative:
Once the investigation is completed any additional information will be reported in a supplemental report.

Event description:
As reported: "opened the right nail of gamma 4 diameter 10mm / length 320mm. Lug screw interference check was performed. After inserting the nail and lag screw, the distal device was attached, and after adjusting the height, the most distal circular hole was drilled, but after passing through the front hole, the drill did not pass through due to interference inside the nail. After that, we tried the distal most round hole and the elliptical hole, but the drills did not pass through all of them. When the c-arm was inserted from right beside the distal end of the nail to switch to radiolucent, it was discovered that the cut surface at the distal end of the nail was not forward, but backward. After removing the nail, a nail one size shorter (300 mm) was reinserted. Surgery was completed. After surgery, the distal device and nail were installed and calibrated, and the drill did not pass".

Event description:
As reported: "opened the right nail of gamma 4 diameter 10mm / length 320mm. Lug screw interference check was performed. After inserting the nail and lag screw, the distal device was attached, and after adjusting the height, the most distal circular hole was drilled, but after passing through the front hole, the drill did not pass through due to interference inside the nail. After that, we tried the distal most round hole and the elliptical hole, but the drills did not pass through all of them. When the c-arm was inserted from right beside the distal end of the nail to switch to radiolucent, it was discovered that the cut surface at the distal end of the nail was not forward, but backward. After removing the nail, a nail one size shorter (300 mm) was reinserted. Surgery was completed. After surgery, the distal device and nail were installed and calibrated, and the drill did not pass".

Manufacturer narrative:
Correction - please refer to d9, the product was not returned. The reported event could not be confirmed since the device was not returned for evaluation and no other evidence were provided. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. Based on the investigation and the available returned nail, the root cause of the event can be traced back to incorrect manufacturing of the nail, as the distal bores are not properly aligned, which leads to misdrilling, as stated in the event. The reported product doesn¿t have any problems, as the event was caused by the nail, so it can be termed concomitant. If the device is returned or if any additional information is provided, the investigation will be reassessed.